Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that the patient was implanted with the trial on (B)(6) 2016 and the patient stated that she had one lead instead of 2, basic evaluation. She reported having some soreness in her back and the agent stated it was from the stimulation and her healthcare professional (hcp) had her turn stimulation down but the pain did not go away. Asked if it felt like a surgical pain, the patient stated she was not sure and could not tell, maybe surgical pain because he stabbed me quite a bit with needles, a lot actually'. She also reported bleeding from the incision and being uncomfortable at the incision. She stated that she bled a ton the day before the call and it was still kind of bleeding, there was a huge pocket of blood nearby it. The hcp told her to apply pressure and ice. Additional information received reported that patient reported that the tape was coming off and it was really itchy. She also felt the device was not comfortable to wear anymore as she needed to sleep in her side. Additional information received reported shocking in other areas of her body and she felt that the leads had migrated and moved. The patient was advised to contact the hcp regarding the issue.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's "in office trial" was awful and they couldn't get the two leads in. No further complications were anticipated/reported.